Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported by the aci vascular closure specialist that (B)(6) female patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the right superficial femoral artery via a 6f sheath (model unknown). Peri-procedure, the patient was anti-coagulated with heparin and angiomax. Following the procedure, the physician who is not a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the post hold, a 10cm hematoma was noted on the medial side of the right leg. The patient was converted to manual compression for 45 minutes at which time hemostasis was achieved. The patient was hospitalized for reasons unrelated to the mynxgrip device / mynxgrip procedure. The patient's discharge date is unknown. No further information is available.